Event description:
A 59 year-old woman s/p bilateral subcutaneous mastectomy with first degree reconstruction with silastic gel implants in 1981. She was diagnosed with fibromyalgia in 1996 and reportedly suffered from it since late 1993. On 7/31/98 she had the implants removed due to their rupture. This facility was notified just recently about the ruptured implants and their removal.